Manufacturer narrative:
Investigation/conclusion: the meter and strips associated with the complaint were returned for investigation. Returned and retained strips tested on the returned meter met accuracy criteria. The customer's complaint was not replicated during in-house testing. Additionally, the returned meter met functional and thermistor testing requirements during investigation. A review of the batch records for lot 368081 uncovered a relevant nc. However, this did not affect the final release specifications. There is no indication of a product deficiency and additional corrective actions were not required. A statistical analysis of the impedance curves associated with the customer's discrepant results determined that the curves exhibited normal slope change. The customer was identified as having a condition that may impact the performance of the assay. This can not be ruled out as a cause for the observed discrepant results. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Manufacturer narrative:
Investigation conclusion: investigation pending.

Event description:
Report received of discrepant inratio value. Patient's therapeutic range 2.0 - 3.0. On (B)(6) 2016 inratio inr = 6.1; lab inr = 1.3 30 minutes between tests. No reported adverse patient sequela.